Event description:
It was reported that the pt underwent a three level anterior spinal fusion using rhbmp-2/acs. Rhbmp-2/asf was applied in isolation for multilevel anterior spinal fusion (asf). Asf was through a paramedian approach. The dosage of the rhbmp-2 was 12 mg/level within a titanium mesh cage. At the f/u eval, it was found that l3-l4 was not fused. The fusion grade was rated as 2.5 according to the reporter.

Manufacturer narrative:
(B) (4): pseudoarthrosis- (B) (4). Literature article citation: mulconrey et al. Bone morphogenetic protein (rhbmp-2) as a substitute for iliac crest bone graft in multilevel adult spinal deformity surgery. Spine 2008; 30: 2153-2159. Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.